Event description:
It was reported that a patient experienced a hot burning sensation on the right side of the flank, which is opposite the location of the implantable pulse generator in the left buttock area. The patient also reported burning pain upon shutting off the spinal cord stimulator. An x-ray of the lumbar spine was ordered to investigate other or new issues related to the pain. High impedances, greater than 40,000, were noted as well. No action was taken and no adverse outcome was reported. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.